Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Four months post implant the patient had a stroke. The patient was placed back on anticoagulation medication in response to this event.